Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error several times last night. However, today the alarm reoccurred while the customer was sitting down. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis. The customer's mother reported via phone call on (B)(6) 2015, and stated the customer continued use of the device and was hospitalized due to high blood glucose. The device continued to alarm motor error and no delivery. Customer's mother was advised the customer had been informed to discontinue use of the device as the device was going to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.